Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 70 mg/dl while wearing the pod on their abdomen for an undisclosed time. Reported symptoms include headaches, dizziness and sweating. The patient was treated with a blood transfusion. There was no specific diagnosis, and no further treatment was reported. The patient was discharged two days later on (B)(6) 2025.